Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The handshake connection was inspected and a tug test was performed and no damage was noted. The burr was microscopically examined and the annulus was damaged and misshaped. A scratch mark from where the burr came into contact with the side of the blade was also noted. This revealed that the burrs cutting action was acceptable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as: 2134265-2016-01370. It was reported that a rotawire separation occurred. The target lesion was located in the coronary artery. A 330cm rotawire&#63489;and a 1.50mm rotalink&#63504;plus were selected for use. During preparation, it was noted that the rotawire became separated when testing and adjusting rotation outside the patient. A new rotawire was used and resistance was encountered upon insertion at the wire lumen. The procedure was completed with another of same device. No patient complications were reported and the patient&#62688;condition was good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-01370. It was reported that a rotawire separation occurred. The target lesion was located in the coronary artery. A 330cm rotawire¿ and a 1.50mm rotalink¿ plus were selected for use. During preparation, it was noted that the rotawire became separated when testing and adjusting rotation outside the patient. A new rotawire was used and resistance was encountered upon insertion at the wire lumen. The procedure was completed with another of same device. No patient complications were reported and the patient¿s condition was good.